Event description:
Sara 3000 was not functioning properly. Suspected battery needing to be replaced. Replaced battery. Attempted to cycle and circuit breaker popped. Reset braker and attempted again with same result. Took out of service, brought to maintenance shop. Service tech disassembled to inspect board. Board appeared to be ok. Energized unit and attempted to cycle. Fire started on diode below relay stack. Extinguished flame. Reported problem to arjo field tech. After fire, attempted to cycle and the sara 3000 appeared to function normally. Raises concern that may have happened to other units without knowledge to end-user.